Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. It was reported that the pump emitted a cs 069-0000 call service alarm while the user was swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/06/2014 with the following findings: a review of the pump¿s black box history showed no evidence that a cs 069 call service alarm occurred. During testing, the pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no evidence of loose components or moisture contamination was found inside the pump. Unrelated to the complaint, evaluation revealed that the display screen was discolored. The complaint that the pump emitted a cs 069 call service alarm was not able to be duplicated during investigation.